Event description:
A patient reported experiencing inaccurate erratic results with an otbe meter. The patient's blood glucose results were 78, 0 mg/dl. Tests were done within 11-20 minutes with a difference of 69mg/dl. Patient did not experience any adverse events. No further information has been reported.